Event description:
Reportedly, during the week of (B)(6) 2020, the subject home monitor has been producing a sound every night, at the same time that the connection led of the wirex was lighting in red, preventing the patient from sleeping.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the week of (B)(6) 2020, the subject home monitor has been producing a sound every night, at the same time that the connection led of the wirex was lighting in red, preventing the patient from sleeping.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the week of (B)(6) 2020, the subject home monitor has been producing a sound every night, at the same time that the connection led of the wirex was lighting in red, preventing the patient from sleeping.